Event description:
The customer reported the ventilator alarmed vent inop. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A +-24/12 volt power fail occurrence during use in normal ventilation operation may result in a shutdown or restart of the ventilator. The manufacturer's customer service support technician advised the customer replace the power supply. The customer has ordered the power supply for replacement.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.